Event description:
One of our covidien force triad electrosurgical units has an issue with the rem function. The rem doesn't stop the unit from being used on startup even when the rem pad is not properly attached to the pt. The possibility for pt burns and fire are huge. We had no pt injury luckily, however, thought that this should get looked into make sure that there are not other units out there like this that could cause harm to a pt.